Event description:
It was reported that following a trial procedure, the patient experienced a significant amount of procedural soreness. The patient had an early lead pull and leads will not be returned by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc221870e0, model: sc-2218-70e, (B)(6).